Event description:
It was reported that during a percutaneous rotational atherectomy treatment procedure, a leak in the sheath was noted. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). This 1.75mm rotablator rotalink plus along with a non-bsc catheter were selected, after a successful rotablation the device was pulled back out of the catheter. The physician noted that the drive shaft sheath of the rotablator device must have fractured as some liquid from the flush bag was running out. It was further reported that the shaft seems to be broken in the origin of the rca. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: examination of the returned complaint device revealed that the catheter sheath was torn/split approximately 19.7cm from the strain relief and blood was evident in the catheter sheath. It was not possible to wet test the catheter device due to the damaged catheter sheath. The distal sheath and the burr were microscopically examined and no issues were noted with the distal sheath and the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states that 'if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve'. (B)(4).